Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, an evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records but was denied as patient authorization is needed and no response was received from the hospital for medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed with medical records/ images. However a femoral popliteal bypass surgery was performed. This intervention is outside the indications of use (off- label) and may have caused this event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation prime abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the patient presented with an occluded left limb and stent fracture. A femoral popliteal bypass surgery was performed. This intervention is outside the indications of use (off- label). This event was previously reported under 3008011247-2019-00076. Now, approximately 1 year post intervention, the patient presented with abdominal discomfort. A computed tomography (CT) identified a type 1b endoleak with sac growth. The physician explanted the stent grafts and performed an open repair with an aorto uni iliac surgical graft to resolve this event. The patient was reported as doing well and recovering.